Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000129378. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient experienced bleeding at the anchor incision site. Patient was admitted to hospital and observed. Follow up indicated the issue has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2022-18757. Additional information was received that the patient's system was explanted after the patient suffered a fall and their wound opened. Follow up indicated the patient was doing well post operatively.